Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were charging their implant today, but now they couldn't adjust group a settings. Patient said they would get settings not available, cannot provide your desired intensity settings when trying to increase intensity on group a. Patient confirmed they could decrease intensity, but not increase. Agent asked, patient said the implant battery was 100%. Patient tried group b and c, and was able to adjust stim on those groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep reported that pt was getting an oor/settings not available message and stimulation was unable to be adjusted. Rep noted it was only affecting group a and they had the patient switch to group b. Additional information was received from the rep. Rep reported that the patient was seen in clinic and high impedance was shown on electrode 2 that was utilized for programming, causing the oor. Rep reprogrammed successfully around electrode 2 and this has remedied the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.